Manufacturer narrative:
All buttons functioned properly. However, found slightly corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no blank display noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a peeling address/serial number label, and minor scratches on the display window. No moisture damage was noted on the electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of blank display, moisture damage and button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was playing volleyball and got sweat into the pump. The customer mentioned that the screen was fogged up and the buttons were not working. The customer reported fluid under the lcd display. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.